Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) had no telemetry or battery function. It was further reported that the patient has complete heart block and the ICD did not provide pacing therapy.